Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion, however the ultrasonic sensor was found to be out of calibration and damaged. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.